Event description:
Additional information was received indicating that the high pacing impedance on the right ventricular (rv) lead was noted during an in clinic follow-up. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing impedance was noted on the right ventricular lead. No known intervention has been performed at this time. The patient was stable and will continue to be monitored.